Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 1000 mg/dl. The customer stated that she was vomiting and felt off balance. Troubleshooting was performed and found that the customer had not been delivering insulin according to the bolus wizard feature's recommendations. Explained the bolus wizard feature, as well as active insulin. The customer understood. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.